Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared. In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A health care assistant from the UK received an accidental needle stick from a patient's microlet 2 device due to alleged protrusion of the lancet through the endcap. The individual had appropriate blood tests performed based on facility's occupational heath department protocol, and results were negative. The device was replaced.